Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus malfunctioned.max peak 5cc of water in addition alarms not functioning and housing cracked. Additional information revealed that incident was discovered by respiratory therapist while in use of a patient. Patient outcome unknown.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The top and bottom cases were cracked. The front panel was bent and cracked. The peep knob is cracked and the end caps are missing for the relief pressure. During the evaluation of the device, the issue was able to be replicated and the cause of it was found to be impact to the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.